Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the distal tip measuring 56.0 cm was returned for analysis. External insulation abrasions with explant damage breaching the optim sheath were noted at 18.9-19.0 cm and 27.0-29.0 from the distal tip, consistent with lead friction to another device or feature of the patient anatomy. External abrasion breaching the optim sheath was noted at 51.9-53.2 cm from the distal tip, consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.